Event description:
It was reported that the newly implanted right atrial (ra) lead was exhibiting no capture and high threshold measurements. The lead was believed to have dislodged when transferring the patient from the operating room table to a hospital bed and was confirmed on x-ray. The lead was explanted and replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407458 lead, implanted (B)(6) 2014. (B)(4).